Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that irrigation difficulties occurred. Q blazer open irrigated catheter was used in an ablation procedure, it was noted the catheter had problems with irrigation. The procedure was completed by replacing the catheter with no patient complications being reported.